Event description:
Related manufacturing reference number: 2017865-2023-95473. It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the left atrial (la) lead had no capture. The patient was asymptomatic. While attempting the explant the la lead, the right atrial (ra) lead appeared scarred and adhered to the la lead, so the physician explanted the ra lead as well. The ra lead was replaced while the la lead was not. The patient was stable throughout the procedure.